Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break 3 cm from the terminal pin end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Analysis was unable to reproduce the lead dislodgement, and pacing and sensing issues. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (B)(4) which was accepted by FDA on (B)(6) 2018 02:01 pm CT. The report number is being corrected from: 2124215-2018-62634 to 2124215-2018-60363

Event description:
This supplemental report is being filed because this right ventricular (rv) lead was returned and analyzed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, during the pre-discharge check, right ventricular pacing and sensing failure were observed. An x-ray was performed, and it was determined the lead was dislodged. The following day, the physician attempted to reposition the right ventricular lead. When the helix, however, was extended and retracted several times, the helix stopped moving. The physician decided to explant and replace this right ventricular lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the physician suspected this right ventricular (rv) lead dislodged as a result of the associated pacemaker migrating due to the patient's anatomy. When the physician went into revise the leads, the decision was made to create a new device pocket. The physician moved the associated pacemaker to the new pocket and it was securely fixed to the tissue. No additional adverse patient effects were reported.